Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels. The customer stated that the sensor had not informed him of high blood glucose. The customer's blood glucose was 300 mg/dl. The customer was unable to upload his insulin pump data to the software system. He stated that he used the sensor feature to inform him of high or low blood glucose, but the sensor did not go off, and he passed out. He stated that the paramedics came and transported him to the hospital. He stated that his coworker gave him juice and the hospital treated him with fluids. He was advised to follow up with his doctor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.